Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited ventricular oversensing/noise in ventricular channel. The patient was in for a lead revision and the physician elected to explant this ipg and connect the existing leads into a new ipg due to a possible setscrew problem. The patient is pacemaker dependent. The explanted ipg was returned to st. Paul for analysis.